Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct prod analysis will be available. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 546 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). Target lesion 1 (15mm long) was identified in the mid left anterior descending artery (mid lad), with 80% stenosis and a 2.75mm reference vessel diameter. The lesion was mildly calcified and moderately tortuous. Target lesion 1 was treated with direct stenting using a 2.75x16mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. The site reported in 2007, that the pt had a thallium stress test due to unstable angina. The stress test showed anterolateral ischemia, and the pt was scheduled for cardiac catheterization. The next day the pt was admitted for a tvr. The mid lad was treated with a cutting balloon angioplasty and placement of a 2.75mmx28mm taxus express2 drug eluting stent for diffuse in-stent restenosis of the previously placed taxus stent. Residual stenosis 0%. The pt was discharged the next day. The discharge medications are unk. The physician assessed the event as probable relationship to the taxus stent.